Event description:
A us distributor contacted zoll to report that a patient developed red marks under the lifevest equipment. It was reported that the patient was in the hospital. The patient¿s healthcare professionals removed the lifevest. Outcome of the irritation is unknown

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.